Event description:
Customer reports: a request was made to take the feeding tube out of the patient. It was verified that the edge was broken. An endoscopy was necessary to remove the fragment inside the patient's stomach. The client doesn't have the sample anymore.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Manufacturer narrative:
The device history record for each lot affected was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. Five photos were submitted for evaluation. Based on the observation of the photos, it confirms that a balloon formed in the tube which caused it to break. A gemba walk was performed at the manufacturing site where the process was reviewed. All process and controls were properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed on the product. In addition, qc inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified defects. At this time the device has not been returned thus, an exact root cause could not be determined, minimizing the ability to further investigate and confirm that the issue was related to the device. The product design safety, performance, and effectiveness remain the same or better. No new hazards, hazardous situations, harms, or failure modes are introduced due to this event, and the risk profile remains unchanged that would drive updates to the current risk management files. Based on the above assessment, no further actions are being pursued as a result of the complaint.